Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem during power-on self-testing, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.